Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 309101, lot# unknown, product type: screening device.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient went home after lead insertion and the patient started bleeding from the lead insertion site. The cause of the bleeding was determined to be due to the patient taking blood thinners. The patient went to the ER and the bleeding stopped, but when the patient went back to their hcp the hcp determined that the leads were now superficial and the leads were pulled.